Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? How was the mesh implanted? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Patient symptoms- describe the manifestation of reaction (severity, appearance, systemic or local reaction) what type of medical intervention was provided to treat the patient condition? Results? Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Are any photos available? What is the patient's current status? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2017 and mesh was used. The patient experienced itchy eczema eruption on the abdomen, the back and the lower limbs. The eruption began 8 days after the intervention. The assessment (biology, biopsy) are in favor of an allergy. Symptomatic treatment provided little relieve for pruritus and the rash does not improve. She has not recently taken medicine. The hypothesis of an allergy to the material of the flexible plate is therefore to be considered. Additional information has been requested.